Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00621. (B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. The index procedure in (B)(6) 2007 treated a 3.5x48mm, 90% stenosis of the mid rca (right coronary artery). Treatment consisted of predilation and placement of four overlapping stents: a 3.5x16mm taxus express2 stent, a 3.0x32mm taxus express2 stent, and two non-bsc stents. Following post dilation, residual stenosis was )%. Timi flow improved from 2 to 3 throughout the procedure. Twelve days later, following cardiac rehabilitation, the patient was discharged with no complications on bayaspirin and plavix. At the time of the event in (B)(6) 2010, the patient presented with ischemic symptoms of unstable angina. In (B)(6) 2010, a 3.5x10mm, 99% stenosis of the distal rca was identified. Treatment consisted of balloon angioplasty and placement of a non-bsc stent resulting in 0% residual stenosis. Timi 3 flow was maintained throughout the procedure. The event was resolved and the patient was discharged two days later.